Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the pump battery was observed to be depleting rapidly. There was no reported adverse impact to the customer's blood glucose (bg) level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer declined to troubleshoot the battery issue with tandem technical support.